Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information, the investigation determined that the reported issue appears to be related to operational context of the procedure. Factors that may contribute to failure advancing the guide wire include, but are not limited to, outer diameter of the guide wire, challenging anatomy, device support, buildup of procedural contaminants, user technique, and/or damage to the guide wire. In this case, it is likely that the challenging anatomy contributed to the reported difficulty as it was reported that the guide wire tip became stuck in the anatomy during removal. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat right coronary artery with moderate calcification, moderate tortuosity and 90% stenosis. The versaturn guide wire tip became stuck in the anatomy during removal. The wire was removed independently, without any fracture or separation. A non-abbott guide wire was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.